Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 had failed. The user confirmed that they received a message saying maintenance required and hardware failure. The user tried to recover and reboot the issue but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 5 was not sensing as closed. The field service engineer (fse) shut down the station, removed the drawer, and inspected the inseparable for a missing magnet. The fse confirmed that no magnet was present, replaced the inseparable, reinstalled the drawer, and restarted the station. The fse confirmed that the customer was able to recover the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.